Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 412 mg/dl. The customer was offered to troubleshoot. Customer is having a hard time give a bolus for high blood glucose and need assistance. Customer was advised that she can change it but it need to follow up with doctor. Customer wanted to change it to .5unit.